Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilatation; however, upon inflation the balloon ruptured at nominal pressure. The device was completely removed from the patient's body and the procedure was completed with another nc emerge balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded. There is blood in the inflation lumen and balloon. There is tip damage. Microscopic examination revealed the balloon has a pinhole 0.5mm from the distal markerband. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilatation; however, upon inflation the balloon ruptured at nominal pressure. The device was completely removed from the patient's body and the procedure was completed with another nc emerge balloon catheter. No patient complications were reported and the patient's status was stable.